Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, dosage not specified, intra-peritoneally (ip) for the first three days and then treatment was switched to cefovecin, dosage not specified, ip, daily. At the time of this report, antibiotic treatment was ongoing (to be completed within three days), the patient was reportedly recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.